Manufacturer narrative:
D10. Concomitant products: sigpshell sig power sigpshell control shell (lot n4f2028y); sigphandle sig power sigphandle handle (serial (B)(6); sigadaptshort sig power sigadaptshort lin short adapt (serial (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopy pulmonary resection procedure, the powered device appeared to fire all the way as usual in the bronchial resection, but when the knife was pulled back, the staples deployed only partially. It was noted that the motor noise was continuous longer than usual. There were a few staples in the front part of the bronchus, but the bronchus was mostly intact. To resolve the issue, a new device from another manufacturer was used. It was noted that the same handle, shell, and adapter fired without any problems when used with the demo reload twice.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The sled and staples were visible at the 2 centimeters cut line. The jaw of the reload was open and the staple pushers were visible at the 2.5 centimeters cut line. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.